Event description:
It was reported that removal difficulties and balloon deflation failure occurred. The chronic totally occluded target lesion was located in the left main artery. A 5.00 x 8mm synergy megatron drug-eluting stent (des) and a 5.00x16 synergy megatron des were deployed for treatment. However, it was noted that the stent balloons were sticky and stuck in the lesion where the stents were implanted. It was also noted that the balloons were not deflating properly and one of the balloons got stuck and could not pass through the guide catheter. The physician had to pull negative and deflate the balloons multiple times and had to take the balloons and guide catheter system out, as a whole unit. Both stents were implanted into the patient and the procedure was completed. No harm was caused to the patient.

Event description:
It was reported that removal difficulties and balloon deflation failure occurred. The chronic totally occluded target lesion was located in the left main artery. A 5.00 x 8mm synergy megatron drug-eluting stent (des) and a 5.00x16 synergy megatron des were deployed for treatment. However, it was noted that the stent balloons were sticky and stuck in the lesion where the stents were implanted. It was also noted that the balloons were not deflating properly and one of the balloons got stuck and could not pass through the guide catheter. The physician had to pull negative and deflate the balloons multiple times and had to take the balloons and guide catheter system out, as a whole unit. Both stents were implanted into the patient and the procedure was completed. No harm was caused to the patient.

Manufacturer narrative:
Device evaluated by MFR.: synergy megatron mr us 5.00 x 8mm stent delivery system was returned for analysis. The device was returned inside the guide catheter with no stent attached and the balloon in a deflated state. Numerous kinks observed on the guide catheter. Device soaked overnight in the waterbath at 37 degrees. No stent was returned. The balloon was in a deflated state with no signs of visual damage. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found multiple kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. The balloon was inflated to 16atm, the device inflated, held pressure and deflated after 15s which is inside the deflation time of 30s. The device was removed through guide catheter without issues.